Event description:
Info received indicates, the head section is drifting down.

Manufacturer narrative:
The technician isolated the issue to a faulty head gas spring. The tech replaced the head gas spring to repair the stretcher.